Manufacturer narrative:
Product has not been returned. The review of trending data for the failure mode (false positive) was completed. There is 1 additional complaint from this customer (B)(4)associated with report of more than one alleged "false positive" result with no device information provided. For complaint (B)(4), the customer provided information pertaining to one kit lot number: (k08a110703223m1) reported to be associated with the lucira tests performed. There were eleven lucira tests performed in total, seven devices reported as having alleged false positive results and four devices with negative results. It is unknown, if the provided kit lot number is associated with any of the devices reported as having an alleged false positive result. There are no existing CAPA, scar, or ncmr records related to "false positive" failure mode for the reported lot (k08a110703223m1). However, a DHR review was conducted for kit lot number: k08a110703223m1 as part of the investigation. There were 0 discrepancies found (all lots passed in total per the sampling plan). DHR review for kit lot number: k08a110703223m1: sample vial lot DHR review: 2202439 (associated internal lot # 220124-4e). Test lot dhrs review: 2202398, 2202396, 2202384, 2202395 (associated internal lot # 220124-24r, 220124-24p, 220124-24i, 220124-24j). Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. (B)(4). Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua: (B)(4) check-it.

Event description:
One device reported as having an alleged false positive report. The complainant reported performing two lucira tests, the first test resulted in a positive result and the 2nd test resulted in a negative result. The customer followed up with a series of antigen tests (8) and a pcr test with negative results for confirmation.